Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens -7.5/1.5/173 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2020. On (B)(6)2020 the lens was exchanged for a spherical lens of shorter length and different power due to excessive vault and refractive surprise. This exchange resolved the problem. Cause of event was unknown.

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial with moisture. Visual inspection found haptic torn. Dimensional and functional inspection found the lens to be within specification. Claim# (B)(4).